Manufacturer narrative:
Zimvie complaint number (B)(4) - a4: weight unknown / not provided; b3: date of event unknown / not provided; d4: lot number unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screws had fractured inside of the implants at tooth sites #22 and #27. Requested screw replacements and tools to remove the screws from the implants. No additional information was provided.